Event description:
It was discovered postoperatively that the second screw hole from the edge was fractured. A second surgery was conducted in order to remove and replace the broken plate. The broken plate was discarded and is unavailable for root cause investigation and failure mode analysis. X-rays were requested but the hosp cannot provide them.